Event description:
Rptr stated two homecare pts developed peritonitis. An ointment was being used around the stoma site. It's unknown if the tube position was being checked every 8 hrs. It's unknown if there was any med intervention. No further info was provided. Two pts involved.